Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that a couple months ago, the patient started to charge their implant more frequent because they needed to. Patient said they charge their ins every day or every other day and before a couple months ago they only had to charge their implant once a week. The patient was redirected to their healthcare provider to further address the issue.